Event description:
A pt reported experiencing inaccurate erratic results with lifescan meter. The pt's blood glucose results were 367, 466, 325, 308 mg/dl. Tests were done within 11-20 minutes with a difference of 21%. Pt did not experience any adverse enents.